Manufacturer narrative:
(B)(6). Device analysis findings: the returned device consisted of an embold fibered coil without the delivery wire and distal coupler. The coil was returned inserted in a non-boston scientific microcatheter with a segment of the coil protruding out of the distal tip of the microcatheter. Visual examination revealed a stretched coil. X-ray imaging revealed a coil separation from distal coupler while in the non-bsc microcatheter. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review statement: a risk review performed for the embold fibered device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
Reportable based on device analysis completed on 08jun2026. It was reported that premature deployment occurred. A 10x20 embold fibered was selected for an embolization procedure. The coil was difficult to advance and deployed in the catheter before 25 percent of the coil was deployed. There were no patient complications as a result of this event. An alternate device was used to complete the procedure. However, device analysis revealed coil separation from the distal coupler.